Manufacturer narrative:
Patient a man born in 1944 came in with the walker and told that it broke during the walk. The futura is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).

Event description:
Patient a man came in with the walker and told that it broke during the walk. The futura is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).